Manufacturer narrative:
Medwatch sent to FDA on 7/25/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported having an injection with juvéderm® volbella¿ with lidocaine in the lips. Within a week, the patient developed a "series of bumps" on their upper and lower mucosa which they refer to as mucocele and cysts. The injector claimed that "there was no way the bumps were related" to the injection however notes that it was the patient's tissue reacting to the filler. The patient then went to see an oral surgeon who excised the "recurrent mucocele" about 7 months after injection. A pathology report noted that the lesions were "labial mucosa: exogenous foreign material and foreign body reaction; features suggestive of cosmetic filler." The patient continues to have cysts which have become uncomfortable. Symptoms are ongoing and patient is worried they may continue to get worse or develop new ones. Additional information: the injecting healthcare professional noted that the patient was also concomitantly injected with juvéderm® volift¿ with lidocaine in the cheeks and there was no adverse reaction. The patient had developed swelling from the topical lidocaine that was applied to the lips prior to injection. The swelling resolved on their own. It was noted that the patient went to an oral surgeon to remove salivary glands and the surgeon offered to remove the cysts as well. The surgeon was surprised to find foreign material in the mucocele as they had no knowledge of the patient having been injected with filler. It was noted by both healthcare professionals that the event was more of an annoyance than a serious deterioration in health. Patient has noted that the "bumps are getting worse/larger."

Event description:
Additional information: the injecting healthcare professional noted that the patient was also concomitantly injected with juvéderm® volift¿ with lidocaine in the cheeks and there was no adverse reaction. The patient had developed swelling from the topical lidocaine that was applied to the lips prior to injection. The swelling resolved on their own. It was noted that the patient went to an oral surgeon to remove salivary glands and the surgeon offered to remove the cysts as well. The surgeon was surprised to find foreign material in the mucocele as they had no knowledge of the patient having been injected with filler. It was noted by both healthcare professionals that the event was more of an annoyance than a serious deterioration in health. Patient has noted that the "bumps are getting worse/larger."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bumps, lesions, uncomfortable cysts, mucocele and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of cysts, formation of and pain: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Patient reported having an injection with juvederm volbella with lidocaine in the lips. Within a week, the patient developed a "series of bumps" on their upper and lower mucosa which they refer to as mucocele and cysts. The injector claimed that "there was no way the bumps were related" to the injection however notes that it was the patient's tissue reacting to the filler. The patient then went to see an oral surgeon who excised the "recurrent mucocele" about 7 months after injection. A pathology report noted that the lesions were "labial mucosa: exogenous foreign material and foreign body reaction; features suggestive of cosmetic filler." The patient continues to have cysts which have become uncomfortable. Symptoms are ongoing and patient is worried they may continue to get worse or develop new ones.